Event description:
Subsequent information received after filing the initial report states, the physician attempted to access the target lesion with the 2.5 x 23 mm xience v stent delivery system (sds) and during removal of the sds resistance was noted; at some point the hypotube shaft became separated.

Event description:
It was reported that during a procedure of the moderately tortuous and calcified, proximal 80% stenosed, left anterior descending artery (lad), predilatation was performed with a non-abbott balloon catheter and a 2.5 mm x 23 mm xience v stent delivery system (sds) was advanced to the lesion but could not be positioned due to the vessel tortuousity and calcification. The xience v sds was removed with some resistance noted; once outside the anatomy it was noted that the stent strut was flared at the proximal edge. A different 2.5 mm x 23 mm non-abbott stent was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned stent delivery system did confirm the reported device issue. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all addiitonal relevant information.